Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by stomach pain. The cause of the peritonitis was not reported. The patient presented to the emergency room and was subsequently hospitalized for the event. Treatment for the event was not reported. The patient was discharged five days after hospital admission. At the time of this report the patient was recovering from this peritonitis event, the abdominal pain was ¿not sore¿ and the dialysis fluid was clear. Extraneal and physioneal therapies were ongoing. No additional information is available as the reporter declined to provide further information.